Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/9/2021. H.6. Investigation: customer returned (1) loose 0.3ml bd insulin syringe. Consumer reported needle hub separated when removing shield. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch # 9336996 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device prior to use. The following information was provided by the initial reporter: consumer reported, needle hub separated when removing shield stated, shield is not difficult to remove stated, 1 out of 3 syringes has been affected from the box lot: 9336996. Catalog: 328438. Date of event: (B)(6) 2020, (1 syringe affected).

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 9336996 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device prior to use. The following information was provided by the initial reporter: consumer reported, needle hub separated when removing shield stated, shield is not difficult to remove. Stated, 1 out of 3 syringes has been affected from the box. Lot: 9336996. Catalog: 328438. Date of event: (B)(6) 2020, (1 syringe affected).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with bd ultra-fine¿ needle experienced hub separation from the device prior to use. The following information was provided by the initial reporter: consumer reported, needle hub separated when removing shield. Stated, shield is not difficult to remove. Stated, 1 out of 3 syringes has been affected from the box. Lot: 9336996. Catalog: 328438. Date of event: (B)(6) 2020, (1 syringe affected).